Event description:
It was reported that the patient received shocks for what clinicians have deemed to be oversensing due to right ventricular lead fracture noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the lead integrity alert triggered, with 1 - lead integrity alerts on (B)(6)-2011 01:49:24, 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2011 01:49:24. There was also oversensing, with 14 - ventricular nst<=210 ms on (B)(6)-2011 in the timeframe between 05:38:33 and 08:39:58 and 1- vf=170 ms average v-cycle on (B)(6)-2011 15:12:42. There was interference/noise with a ventricular short interval count v-sic=427.2 counts avg/day, in 2.41 days, between (B)(6)-2011 23:34:50 and (B)(6)-2011 09:19:56.